Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that scs interrogation showed that the two leads were damaged with multiple contacts unavailable for programming. The patient will undergo a procedure wherein the leads will be revised.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that scs interrogation showed that the two leads were damaged with multiple contacts unavailable for programming. The patient will undergo a procedure wherein the leads will be revised.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that scs interrogation showed that the two leads were damaged with multiple contacts unavailable for programming. The patient will undergo a procedure wherein the leads will be revised.